Event description:
It was reported that the ventilator had a technical error code "po0". This report was generated from service report screening. Serial inquiries have been made, however there has been no response, patient condition, ventilator status and defective part status are unknown at this time.